Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2024 using an 8f amplatzer trevisio intravascular delivery system. During implant the occluder took on a bulbous shape. One attempt was made to re-position the occluder and re-deploy but the occluder maintained the bulbous shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 25mm amplatzer multi-fenestrated septal occluder - cribriform. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.